Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing pump and cylinders and pump were removed and replaced. During the procedure it was identified that the pump was not refilling due to an air bubble causing airlock. The patient did not experience any further complications.